Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that luer lock portion of the stop cock fell off. Patient was on infusions in critical care when the stopcock broke. New stopcock applied; titration of infusion to meet patient goals including sedation and map. There was no patient injury determined as a result of the event.

Manufacturer narrative:
H3: one lock nut was returned attached to the second stopcock with the broken male luer slip inside the second stopcock's a port. The device passed torsion testing and no material related issues were found. Based on the geometry of the break and the force/torsion required to dislodge the broken male luer slip, it was determined that the stopcock was used outside of its designed connection capabilities. The reported issue could not be confirmed.